Event description:
On (B)(6) 2012, tosoh bioscience rec'd info that a customer had incorrectly used tosoh g7 buffer #3 on their tosoh g8 analyzer and pt results had been reported. The buffer 1 and buffer 2 that were used were the correct tosoh g8 buffers. All qcs were within range using the tosoh g7 buffer #3. Tosoh g7 buffers are not validated on the tosoh g8 analyzer so the pt results were repeated using the correct g8 buffers 1, 2, and 3 on the g8 analyzer. The repeat results on all specimens that were repeated with the correct g8 buffers correlated with the initial results using the incorrect g7 buffer #3, so no corrected reports were issued. This customer is actively using both instruments and has an inventory of buffers for both. The buffer bags are clearly labeled and color coded to identify the proper instrument.